Manufacturer narrative:
The device is expected to return to quest medical for evaluation. A follow-up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue which occurred with the mps 2 console. The report states that the console displayed ec 225 and issued the following alarms: insufficient blood inlet and excessive blood inlet. No patient complications resulted from the alleged issue.

Manufacturer narrative:
The device evaluation showed fluid intrusion on the left pump optical encoder and back out of a pin. The source of the fluid intrusion is unknown. The encoder and pin were replaced and the console passed all operational verification tests. Quest medical will continue to monitor complaints for trend.